Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had air bubbles in the last reservoir set. Customer's blood glucose level was 177 mg/dl. Customer noticed the bubbles were between the two o-rings. Customer stated that the current reservoir had a strong insulin smell. Customer thinks that there are air bubbles between the o-rings. Customer also stated that she sees no leaks. Customer was advised to return the reservoir for analysis. No further details given.